Event description:
Covidien received information, that during pt use, an 840 ventilator was inoperable. The pt was taken off the ventilator and switched to a second ventilator. There was no harm or pt injury reported.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshoot the issue with the customer and recommended the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) be replaced. Customer requested for a covidien customer service engineer (cse). The failure investigation is in process.